Manufacturer narrative:
Customer is going to check the d/c control board voltage. Technical support gave the user facility's biomedical engineer (biomed) a couple of part numbers for the dual thermistor, d/c control board and o-ring for dual thermistor for possible repairs.

Event description:
It was reported that during the use ot the device for a non-clinical activity, after testing machine for forty minutes, an "e10 fault" code came on. There was no patient involvement.